Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the retuned pump went through the priming process with no issues or alarms. Purge fluid could be seen exiting the pump. The root cause of the failure to prime was determined to be a use related issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the pump would not prime and was alarming. The pump was replaced. There was no patient harm.